Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital. Externalized conductors on the rv lead was observed. Upon device interrogation noise, variation in high voltage lead impedance, output current detection and ouput stage detection were noted. It was later reported and confirmed by patient's family that the patient passed away. No further information is available.